Event description:
It was reported that this right ventricular (rv) lead had a gradual rise in shock impedance, and had now triggered alert for out of range greater than 125 ohms. The lead remains in-service, where the alert value had been increased. Plan was to maybe revise the lead soon when the device is changed out due to eri. No adverse patient effects were reported.

Event description:
Additional information was received that during the device change out, they were performing some troubleshooting on the rv lead due to the gradual increase in shock impedances. The shock impedance value prior to the changeout was 140 ohms, and then 110 ohms once connected to the new can. Defibrillation threshold (dft) testing was performed and the lead was not able to convert the patient with both 31j or 41j shock therapy. After both shocks were delivered the device had an error code 1005, which is indicative of an open circuit. The lead was surgically capped and abandoned, and no additional adverse patient effects were reported.

Manufacturer narrative:
Was updated to correct model/sn.